Event description:
It was reported that a device system was implanted on a patient that had previously undergone a tricuspid valvuloplasty with the implant of an annuloplasty ring. Approximately one month post device system implant, the patient had a prolonged fever. The physician suspected an infection. It was noted there was no abnormality in the device pocket. Echocardiography showed the right ventricular (rv) lead had been making contact with the tricupid annuoplasty ring. Vegetative adhesions on the rv lead were suspected per the echocardiogram. The device and leads were explanted. Upon explant, an insulation breach was observed on the rv lead possibly due to stress by the annuoplasty ring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID # (B)(4) - the full lead was returned, analyzed and analysis found the outer insulation of the lead developed a breach due to a depression while in vivo, and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: a3dr01 implantable pulse generator (ipg) 2013-(B)(6), 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.